Event description:
Patient was undergoing removal of a 1.5 cm sessile polyp during colonoscopy. Polyp was mostly removed with hot snare. Cautery was applied to control bleeding and surgeon attempted using the endoclip to close the mucosal defect. As the hemoclip was being released at bleeding site, the release handle was pulled and the wire connected to the hemoclip broke preventing application of the clip. Device was removed and procedure was completed without patient injury.what was the original intended procedure?colonscopy with polypectomy.device #1is this a laboratory device or laboratory test?no.